Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomie event description: standard fusion section. The device blocked and didn't open correctly. They used a cisor. Additional information received by applied medical rep via email on 9nov23: the surgeon had to use scissors to cut the tissue around the jaws. The handle was getting stuck in the latched position preventing the jaws from opening. The surgeon doesn't know if the blade lever was not returning to forward position when released. The device was removed through the trocar. No tissue was damaged when removing the device because they had to cut the tissue. The surgeon doesn't know if there was tissue bleeding. This problem was observed once. The surgeon doesn't remember how long was the device being used. Intervention: the surgeon had to use scissors to cut the tissue around the jaws. Patient status: no clinical impact to the patient

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, which confirmed the complainant¿s experience of the jaws not opening. Engineering observed that the pawl spring, an internal component of the handle, had a gap that was outside of specification. Based on the conditions of the returned unit, the reported event was likely caused by the gap between the two legs of the pawl spring, which prevented the jaws from opening. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomie. Event description: standard fusion section. The device blocked and didn't open correctly. They used a cisor. Additional information received by applied medical rep via email on 9nov23: the surgeon had to use scissors to cut the tissue around the jaws. The handle was getting stuck in the latched position preventing the jaws from opening. The surgeon doesn't know if the blade lever was not returning to forward position when released. The device was removed through the trocar. No tissue was damaged when removing the device because they had to cut the tissue. The surgeon doesn't know if there was tissue bleeding. This problem was observed once. The surgeon doesn't remember how long was the device being used. Intervention: the surgeon had to use scissors to cut the tissue around the jaws. Patient status: no clinical impact to the patient.